Event description:
It was reported by the surgeon that a (B)(6) year old female patient presented with unilateral marginal mandibular nerve injury, two weeks post liposuction and renuvion treatment to the submental area. Undermined was performed in the subcutaneous plane of the neck through a submental crease small incision with a 3.7mm single hole cannula. About 400 cc of wetting solution was instilled and a total of 6 passes were performed. Post procedure, the patient was placed in a compression neck wrap. The surgeon's main concern was to be reassured this would not be permanent. This was the surgeon's first use with renuvion. The patient will consult with a plastic surgeon for a possible injection of a toxin to the unaffected side for symmetry until the nerve injury improves. Currently, the patient was prescribed an oral steroid in effort to speed the healing time of the nerve injury. Additional information was received on 2/14/2022 providing the device information, apyx-15-tp, lot#0000013937. The surgeon used a 3.7 mm single hole cannula for undermining, infiltrated with 400cc of fluid. The location of insertion sites were at the subcutaneous plane of the neck, through a submental crease incision. Six passes at 60% gas and 1.5 liters of flow of helium and a total of 6.3kj. Neck compression garment was applied post procedure.